Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for __ patient sample(s) on a cobas e 411 analyzer (rack system). The initial result was 47 miu/ml, accompanied by a data alarm. The first repeat result with a dilution of 1:50 was 144261 miu/ml, accompanied by a data alarm. The second repeat result was 10000 miu/ml, accompanied by a data flag. The third repeat result with a dilution of 1:100 was 151156 miu/ml, accompanied by a data alarm.